Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 021083c001, serial/lot #: 4.2.1, ubd: , UDI#: d9/h3: logs were received and software analysis was completed. It was determined that the system had worked as intended. Logs did not show any issue related to the software. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an alleged inaccuracy. The physician felt that he had to do more manual merges than he usually had to. They use a ge 3d CT machine and then take a spin with the imaging system for a deep brain stimulation (dbs) case. When merged together, they have not been merging as perfectly as they usually do and the doctor has to manually merge them. The doctor requested that someone check out the imaging system to make sure that nothing else was going on. It was noted that calibrations were being done as well on time. (B)(6) 2023. E1 (rep): no new information.